Manufacturer narrative:
(B)(4) date sent: 9/12/2016. Batch # unk.

Event description:
It was reported that a patient had a swedish band 2001. The patient had an emergency adjustment and is said to have a system leak.